Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The pediatric patient experienced a skin reaction with inflammation, pimples, and hard swelling the size of a golf ball, under entire patch area, which occurred 10 days after the sensor had been inserted in the arm. The patient was brought to the hospital by the mother and was advised to take cephalexin antibiotics every 6 hours for 10 days. At the time of the report the parent reported that the swelling was improving and is better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 09/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced a skin reaction with inflammation, pimples, and hard swelling the size of a golf ball, under entire patch area, which occurred 10 days after the sensor had been inserted in the arm. The patient was brought to the hospital by the mother and was advised to take cephalexin antibiotics every 6 hours for 10 days. At the time of the report the parent reported that the swelling was improving and is better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.